Manufacturer narrative:
Manufacturing, and expiration date corrected. An event regarding infection involving a trident 0 deg insert 40mm was reported. The infection was not confirmed. Visual inspection of the trident 0 deg insert 40mm showed signs of use. The inner and outer surface of the insert showed yellowish discoloration consistent with synovial fluid absorption due to in vivo use. Some damage is observed along the outer rim of the insert likely due to explantation damages. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The exact cause of the infection could not be determined because further information is needed to complete the investigation for determining root cause.

Manufacturer narrative:
The following other devices were also listed in this report: accolade (127 deg) size 3.5 accolade (127 deg) size 3.5; cat# 6021-3535; lot# 27679202. V40 cocr lfit head 40mm/-4; cat# 6260-9-040; lot# l80mke. Trident psl ha cluster 54mm; cat# 542-11-54f; lot# 4wnmje. Unknown screw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the patient complaint about pain, irritation and swelling in her hip. Intraoperative found infection. Doctor removed all implants. Due to infection patient does not have any new implants.

Event description:
It was reported that the patient complaint about pain, irritation and swelling in her hip. Intraoperative found infection. Doctor removed all implants. Due to infection patient does not have any new implants.